Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected the ilet pump for a shower, forgot to reconnect, and subsequently experienced hyperglycemia with a reported blood glucose of 500 mg/dl for a couple of hours; no alerts or alarms were reported, and education was provided on avoiding double dosing if administering a subcutaneous insulin pen dose. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy at the time of the call. Investigation included troubleshooting and user education regarding safe reconnection and insulin dosing. Investigation of this case revealed user management of the infusion set, including a period of disconnection, as the likely contributor to the elevated glucose. It was concluded that the event was related to therapy interruption rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.